Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said they would call the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the por was reset with the clinician programmer. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that therapy stopped due to a power on reset (por) message. The por message was seen when the patient was trying to connect to recharge. It was unknown if the por was related to an overdischarge. The patient did not have access to her programmer to clear the por. No symptoms or further complications were reported.